Event description:
It was reported that the patient was experiencing pain and discomfort with his inflatable penile prosthesis (ipp) device over a year after implant. An imaging was performed and it was identified that due to scarring tissue in the pelvic/abdominal region, the shape of the balloon was quite distorted among the scarring. The pressure on the component was impeding fluid flow into and from the reservoir, leading to deflation issues. The patient underwent a surgical procedure in which the reservoir was freed from the scarring and repositioned. No components were explanted. The patient is expected to fully recover.